Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2013.

Event description:
Report of formal claim received from kennedys regarding pinnacle mom hip implant revision due to increased metal ion levels, discomfort and clicking.

Manufacturer narrative:
Conclusion and justification status: the complaint states report of formal claim received from kennedys regarding pinnacle mom hip implant revision due to increased metal ion levels, discomfort and clicking. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Report of formal claim received from kennedys regarding pinnacle mom hip implant revision due to increased metal ion levels, discomfort and clicking. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.